Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue. After replacing the part on the device, the repair and run-in tests were performed on the device, along with the battery and valve checks. The device was operational, and it was cleaned.